Manufacturer narrative:
During pre-repair assessment performed by technician,technician found damaged bearings was found due to improper cleaning, a cut in the hose; a defective safety locking mechanism, residue from cleaning, and damage due to water. Technician repaired motor, motor flex, hose, part of the locking mechanism, and ball bearings. Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Customer reported that hose had a hole, sleeve locking device was defective and temperature rose above specification. This is report 1 of 1 for (B)(4).